Manufacturer narrative:
Integra has completed their internal investigation on 29dec2015. The investigation activities included: methods: evaluation of device (labeling). Review of device history records. Review of complaint history. Results: a review of the design specifications and design changes was performed. On machining drawing the diameter of dpr burr p/n 278005s is 2.0 mm +/-0.7. On sterile labeling specification di278 001 01 21 rev. 04, the designation of dpr burr p/n 278005s is dia 2.0 l10 mm. Following previous incident, (B)(4) was performed in order to change the designations of dpr burrs. A mistake was found in designation for p/n 278005s in labelling specification di278 001 01 21 rev. 03 as designation is ¿dia 1.9 l10 mm¿ instead of ¿dia 2.0 l10 mm¿. This mistake was then corrected in june 2015 by updating labelling specifications. Only labelling was updated. No change on the dimensions of the product was done. A review of the device history record for manufacturing lot fgmt and ff6d reported in this incident. The manufacturing lot ff6d was manufactured in mars 2015 (for labelling step). Labelling specifications used for this manufacturing is di278 001 01 21 rev. 03 (that was currently active at this time). A review of the complaint system was performed. This is the second incident was found about an incorrect designation of dpr burr of labeling for the past two years. Following first incident, technical specifications for labelling was corrected to include correct designation. During the same time period, (B)(4) dpr sterile burrs were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). This is the first incident recorded for the manufacturing lot ff6d. (B)(4) parts were released initially for sales. Lot failure rate is (B)(4). Conclusion: given the description of the event and the observations made during the documentary investigation, the root cause is an old version of the labelling. Labelling specifications were changed in june 2015 and reported lot was manufacturing prior to this date. No change was done on the product dimensions. Only designations in the labelling were corrected.

Event description:
It was reported the diameter indicated on the labeling is 1.9 instead of 2.0 mm. No event circumstance or patient impact information has been provided. Additional information has been requested.